Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the circle button on the insulin pump were unresponsive. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the insulin pump had insulin flow block alarms. Customer was assisted with troubleshooting and insulin was exited. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.